Event description:
It was reported that the patient presented to the hospital for a pocket revision. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient's condition was not known.